Manufacturer narrative:
H6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. H10: while performing a review of the file, it was determined that a system error required a new complaint record to be created. The reported event was originally documented on mrn 3012307300-2024-14234 with a submission date of 02-dec-2024. Please disregard mrn 3012307300-2024-14234 and please reference this new report for all further information related to this event.

Event description:
It was reported that there was a "cassette not attached properly" alarm. There was no patient involvement.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump was found to have a "cassette not attached properly" alarm. The cause of the customer reported problem was the downstream occlusion (dso) sensor was defective. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative planned to replace the dso sensor.

Manufacturer narrative:
H3, h6: additionally, the downstream occlusion sensor was replaced to address this issue.